Event description:
This patient was hospitalized due to inappropriate therapy caused by noise detection. During explantation, it was noticed that the damage was most likely near the rv shock coil at the proximal end of the coil.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between (B)(6) 2019 and (B)(6) 2020, the right ventricular sensing amplitude was measured between 6 mv and 8 mv, the right ventricular pacing impedance was recorded at approximately 550 ohms. In the available iegm recordings artifacts were visible in the right ventricular and farfield channel as well as inappropriate ICD chargings and shocks, both as indicated in the complaint in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.